Manufacturer narrative:
Reported event an event regarding subsidence involving a triathlon femoral component was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated, unlabelled x-rays: 2 oblique ap left knee demonstrating tka with no gross pathology, patella not visualized.no clinical or pmh, no operative reports, no dated serial x-rays, no examination of explanted components.based upon the 2 x-rays provided neither confirmation of the event description nor preparation of a medical report is possible for this case product history review: : all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not available.

Event description:
Obese patient (bmi 43) had a left primary triathlon ps implanted for oa and the medial side ended up collapsing.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Obese patient (bmi 43) had a left primary triathlon ps implanted for oa and the medial side ended up collapsing.